Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega needle driver instrument was broken. No additional information was provided. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be frayed and derailed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist are not damaged. Grips can still open and close, but movement may not be precise. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.